Manufacturer narrative:
G2: citation: authors: sioutas, g. S., mouchtouris, n., saiegh, f. A., naamani, k. E., amllay, a., becerril-gaitan, a., velagapudi, l., gooch, m. R., herial, n. A., jabbour, p., rosenwasser, r. H., <(>&<)> tjoumakaris, s. I.. Middle meningeal artery embolization for subdural hematoma: an institutional cohort and propensity score-matched comparison with conventional management. Clinical neurology and neurosurgery 233 2023. Doi:10.1016/j.clineuro.2023.107895. This value is the median age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Sioutas gs, mouchtouris n, saiegh fa, et al. Middle meningeal artery embolization for subdural hematoma: an institutional cohort and propensity score-matched comparison with conventional management. Clinical neurology and neurosurgery. 2023;233. Doi:10.1016/j.clin euro.2023.107895 literature was reviewed regarding "middle meningeal artery embolization to treat chronic subdural hematoma". The study is a case series focusing on the association between bright falx sign-midline embolic penetration and faster resolution of chronic subdural hematoma after middle meningeal artery embolization. A retrospective analysis was performed of patients undergoing middle meningeal artery embolization (mmae) for non-acute subdural hematoma (nasdh) from march 1, 2019 and december 17, 2021. Mmae was performed with ethylene vinyl alcohol copolymer (onyx). Onyx 18 was used in 51 and onyx 34 in 2 cases. Additional medtronic devices used included marathon catheter. 44 consecutive patients (55 mmaes) who underwent mmae were included. Median age was 76.5 years, and 29.5% were female. There were no deaths related to the procedure. Adverse events, malfunctions, complications, side effects, post-operative issues, and any clinical outcomes of interest: there were no procedure-related complications. -six (13.6%) patients needed surgical rescue after embolization (2 during hospitalization and 4 after discharge; one patient was readmitted for sdh without needing reoperation). No patient underwent repeat embolization. -mrs improved in 17 (38.6%) patients, while it worsened in 5 -sdh thickness increased in 4/47 cases and no difference in 1 case -a radial approach was used in 33 (60%) cases, and 3 (5.5%) cases were converted to a femoral approach. No further information was provided pertaining to medtronic products.